Manufacturer narrative:
E1: (B)(6). MDR initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced five infusion set did not work properly that led to high blood glucose level treated by corrective bolus via pump event on (B)(6) 2026.